Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon review of the literature article: "proximal tibial resorption in a modern total knee prosthesis", by justin t. Deen, md, tery b. Clay, md, dane a. Iams, md, marybeth horodyski, edd, hari k. Parvatenini, md, involving a study of 339 cemented attune total knee replacements, of which 277 were a fixed bearing design and 62 were a rotating platform design. The study observed what the authors described as bone resorption of various degrees affecting the native tibia. The authors attributed this to stress shielding and not to polyethylene mediated wear. At no point did the authors describe the bone loss as osteolysis. The authors reported two knees, in which there was proximal tibial resorption, which were revised for aseptic loosening (no interface information provided) and subsidence of the tibial baseplate. Additionally, one knee was revised for infection (duration from implantation unknown, no information provided as to implants revised), two knees revised for patella clunk, one knee revised for stiffness, and one knee revised to address instability. This complaint will address the reported revision to address patella clunk. Additional complaints will address the other reported adverse events requiring revision